Event description:
A malfunction was reported by the caller for a tandem pump, identified as malfunction 199 with a code malf 0, which indicated an issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The caller was advised to contact support again if the issue reappeared, and they acknowledged understanding of the instructions.